Manufacturer narrative:
Product analysis of product ID# 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable and the battery was near normal depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the implantable neurostimulator (ins) will be returned for analysis due to the battery dying from early depletion on (B)(6) 2017. No parameters were given, and no patient symptoms were alleged. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Corrected information: date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.